Event description:
During the procedure a blood leak was noted under the oxygen port. Approx 200-300ml of blood was lost. No pt injury or further complications were reported as a result of this event. No further details or pt info is available.